Manufacturer narrative:
Patient identifying information is not available for reporting. Device broke intra-operatively and was not fully implanted or explanted. It is unknown if the complainant part will be returned for manufacturer review/investigation. Parts of the device remain in the patient. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that a 4.5 cortex screw broke in half when it was being inserted through the dynamic hip system (dhs) side plate during a dhs proximal femur fracture procedure. The threaded portion could not be retrieved, and remains implanted. The surgery was extended by 20 minutes, and was completed using a like or similar product. Patient status/outcome following the surgery was reportedly stable. This report is 1 of 1 for (B)(4).